Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. Method and result codes: na. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was the product code of the stapler being used with the tr45w cartridge (ats45, ets45, etc.)? Ats45. How much blood was lost (ml)? 20 ml. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Normally patient scheduled as outpatient but surgeon may decide to keep in patient overnight to monitor for postoperative bleeding. For this patient, she was discharged home the same day so no changes to postoperative care. (B)(4).

Event description:
See attached user facility medwatch.